Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("all time dishidrotic eczema on hand"), post procedural discomfort ("if I do much I get a punched in the gut feeling and a pulling feeling") and vaginal discharge ("brownish discharge"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dyshidrotic eczema, post procedural discomfort and vaginal discharge outcome was unknown. The reporter considered dyshidrotic eczema, medical device removal, post procedural discomfort and vaginal discharge to be related to essure. The reporter commented: it was reported, that the patient experienced a feeling like punched in the gut when doing too much, and brownish discharge 8 weeks post operation. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal¿ most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New reporter added. New events ¿if I do much I get a punched in the gut feeling and a pulling feeling¿ and ¿brownish discharge¿ added. Reporter causality comment added. On (B)(6) 2020: social media received. New reporter added. No further information was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("all time dishidrotic eczema on hand"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal¿. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: reporter received, new event received: eczema. On (B)(6) 2020: correction due to discrepancy between coding action item and match point. Coder query: event : contact eczema synonym updated to dyshidrotic eczema. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('embedded within the bilateral cornua and bilateral proximal fallopian tubes are symmetrical silver colored metallic, malleable coiled wires consistent with essure coils'). In an adult female patient who had essure (batch no. 852005), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menstrual flow excessive, dysmenorrhea and cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("all time dyshidrotic eczema on hand"), post procedural discomfort ("if I do much, I get a punched in the gut feeling and a pulling feeling") and vaginal discharge ("brownish discharge"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dyshidrotic eczema, post procedural discomfort and vaginal discharge outcome was unknown. The reporter considered dyshidrotic eczema, embedded device, post procedural discomfort and vaginal discharge to be related to essure. The reporter commented: it was reported, that the patient experienced a feeling like punched in the gut when doing too much, and brownish discharge (B)(6) weeks post operation. Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: "previously reported event, medical device removal replaced with embedded within the bilateral cornua and bilateral proximal fallopian tubes, are symmetrical silver colour metallic malleable coiled wires consistent with essure coils" (device embedded). Reporter, lot number and medical history added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornua and bilateral proximal fallopian tubes are symmetrical silver silvercolored metallic malleable coiled wires consistent with essure coils,') in an adult female patient who had essure (batch no. 852005) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual flow excessive, dysmenorrhea and cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("all time dishidrotic eczema on hand"), post procedural discomfort ("if I do much I get a punched in the gut feeling and a pulling feeling") and vaginal discharge ("brownish discharge"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dyshidrotic eczema, post procedural discomfort and vaginal discharge outcome was unknown. The reporter considered dyshidrotic eczema, embedded device, post procedural discomfort and vaginal discharge to be related to essure. The reporter commented: it was reported, that the patient experienced a feeling like punched in the gut when doing too much, and brownish discharge 8 weeks post operation. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal¿ lot number:852005 manufacture date: 2011-04 expiration date: 2014-04 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jan-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal.¿ no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.